Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had been having a situation with this device and they were not sure if they were on the correct setting or what could be bothering them. Patient stated last week they still had quite a bit of incontinence especially during the night, waking up and barely making it to the bathroom. Patient added that because it's so cold, they've been using a heat seat that's built inside the driver's seat and they wondered if it could affect the device since patient stated as the days went by they felt worse and worse and they felt that could be interfering. Patient also stated they were on a higher setting last week and it seemed like it was pulsating and throbbing in their rectum and it became so uncomfortable yesterday. Patient said when they got from work they shut it off for a few hours yesterday because they constantly felt it and it never went away. Agent reviewed with patient the option of using a different program since they've already increased intensity on their current program and it's uncomfortable. The patient was redirected to their healthcare provider (hcp) to further address the issue. They mentioned they weren't scheduled a follow-up appointment with their hcp but with the pa and they've been trying to reach them with no luck. They said they'll try again and see what they recommend.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.